Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2014. The reported device is not marketed in the us., however, similar products, processes, and components are. Manufacturing site evaluation. Samples received: (B)(4) unopened units ((B)(4) boxes), all with the same defect. There are no previous complaints of this code batch. There are (B)(4) units of flexocrin 0862223 batch (B)(4) were manufactured, there are (B)(4) units in stock that have been reviewed and are correct. All boxes (B)(4) are flexocrin pre-printed box labeled as flexocrin 4/0 75cm ds16 (g0862223; batch (B)(4)) but all the units inside the boxes are silkam 1 75cm gs60 (g0864690; batch (B)(4)). The mistake took place in the warehouse when preparing the shipment. Both products were labeled manually, and the person in charge of checking the product previous to the shipment did not notice this mistake. Final conclusion: the complaint is corresponding (justified). Corrective/preventive actions: CAPA has been opened.

Event description:
Country of complaint: (B)(6). Complaint states: the customer has found the silkam in a box of the flexocrin.